Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported actuation failure of a probe occurred during vitrectomy procedure. An abnormal sound was generated during its use and the probe was unusable. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The lot complaint history and device history review (DHR) were not reviewed as no lot information was available for this complaint. The returned sample was visually inspected and confirmed all three lines were not mounted onto the probe engine. Indentation mark on the light blue aspiration line was the evident that the tubing was once inserted to the probe engine. Insufficient solvent on the gray and black lines caused the tubing detached from the probe engine. The most likely root cause for the customer¿s event is a manufacturing defect. Lack of adhesive on the probe manifolds resulted in the detachment of the probe lines from the engine. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).